Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements. It was noted the increase was gradual, and technical services (ts) discussed possible causes. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.